Event description:
It was reported that this right ventricular (rv) lead has been showing a gradual rise in shock impedances and the values are high, out of range. A follow up in clinic and reprogramming was recommended. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing a gradual rise in shock impedances and the values are high, out of range. A follow up in clinic and reprogramming was recommended. According to the field representative, a ventricular fibrillation (vf) was induced, and a 41 j shock was delivered. The vf was successfully converted with a shock impedance of 111 ohms in initial triad. Post shock delivery impedances were within 110-120 ohms. The patient was discharged and will continue normal follow up until the generator replacement and new lead procedure. It was suspected that the distal coil had a calcium buildup due to the impedance behavior. No additional adverse patient effects were reported.